Event description:
After 8 mins of advancement and withdrawal of a 4mm hydrocoil-10 embolization coil from the distal tip of a microcatheter, the embolization coil became lodged within the microcatheter. The coil and microcatheter were withdrawn from the pt. Post-procedure MRI showed small areas of brain tissue infarct, without clinical symptoms.

Manufacturer narrative:
The embolization coil and microcatheter involved in the incident were not returned for evaluation. The hydrocoil embolization coil instructions for use (IFU) recommends a maximum repositioning time of 5 mins. The IFU further states that if this repositioning time is exceeded, swelling of the hydrophilic polymer may prevent passage through the microcatheter. This info was discussed with the physician involved in this incident. It was learned that the physician mistakenly believed that the maximum repositioning time was 10 mins. The physician also noted that the aneurysm displayed thrombus at the neck of the aneurysm after completion of the embolization procedure. It is no known whether the non-clinical infarcts observed by the MRI were caused by thrombus, or for other reasons. The exact attributable cause for MRI infarcts remains unk.